Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 12/3/2019. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the tubing pack lot no. 60192483 was returned. The tubing pack was partially opened. Thermal adhesive transfer remnants were visible along the lip of the tray flange, indicating the lids were properly sealed. Without further information obtained from the reported event, it¿s unknown how or when the reported events occurred. A search on complaints related to lot number lot# 60192483 was conducted using catsweb system and the historical data provided by post-market safety surveillant for complaints for the last 12 months. There was no related complaint found. Manufacturing records review: the manufacturing records for the product were reviewed. Per manufacturing records review there is no related non-conformity or deviations were issued during manufacturing the lot# 60192483. Conclusion: based on the information obtained, product malfunction cannot be confirmed. The tubing tray was received already opened, with the thermal adhesive was visible on the tray, and 100% inspection performing by manufacturing prior to final packaging process, the possibility of this issue occurred during the manufacturing process is very low. No failure investigation is required at this time. Johnson & johnson surgical vision will continue to monitor this type of complaints. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing the tyvek lid partially open on the tray of a signature disposable tubing set pack model opo71. It was reported the observations were noted upon opening the box. No additional information was provided.